Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported device expiration issue was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: do not use after the use by date. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the device was used past the expiration date. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed on (B)(6) 2017, to treat a lesion in the left anterior descending (lad) artery. The 3.5 x 8 mm xience alpine stent was implanted without issue. After the procedure, it was found that the stent had expired on 08/17/2017. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.